Manufacturer narrative:
One used fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed both ts remain on the delivery needle. The device was functionally tested using a rubber meniscus model for proper actuator advancement, cycling and deployment, device functioned as intended. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: pathological conditions in the soft tissue that would prevent secure fixation. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during case, t1 was advanced but t2 was not advanced totally. The procedure was successfully completed without any significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.